Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose levels ranging from 369-500 mg/dl. The customer was uncertain of the suspected cause. The customer delivered manual injections. A system check was performed, and no issues were identified with the pump or supplies. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.